Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported that a silent nite appliance experienced a ball attachment that broke off. The issue was reported by (B)(6) dental. On (B)(6) 2026, the patient contacted the dental office stating that one of the ball attachments for the connecting straps was broken. The patient had a history of cannabis use, diabetes, and bruxism. The appliance was delivered on 03/26/2025. The patient discontinued use of the device on (B)(6) 2026. The patient followed the cleaning and storage directions as per the device's instructions for use. The appliance was replaced with a product similar to the complaint product.